Event description:
It was reported that this right ventricular (rv) lead exhibited an increased threshold due to the generator migrating within the pocket. This migration was likely caused by a hematoma-like swelling in the pocket area, which also led to a slight change in the lead's position, contributing to the increased threshold. This rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased threshold due to the generator migrating within the pocket. This migration was likely caused by a hematoma-like swelling in the pocket area, which also led to a slight change in the lead's position, contributing to the increased threshold. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes; and h6: device codes.